Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who was receiving lioresal 2000,00 microgrammes at 530,5 microgramme/day via an implantable pump simple continuous mode for an unknown indication for use. It was reported that the patient and their mother started to listen to a critical alarm every two hours and on (B)(6) 2017 the patient presents signs of severe spasticity. The physician is going to intern the patient to be alert. The healthcare made telemetry and aspirated the pump and volume is the same as telemetry (14,8ml). Telemetry indicated that both the critical and non-critical alarm intervals were programmed to 1 hour. It was also noted that a pump refill had occurred on (B)(6) 2017. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The only reported action/intervention was to intern the patient. It was asked, but unknown if surgical interventions had occurred. It was reported that at the time of this report the issue was not resolved. No further complications were reported and/or anticipated. Additional information was received. It was reported that the manufacturer indicated every information provided by the patient¿s family. It was noted that they only hear the alarm after 12:34 pm. No further complications were reported and/or anticipated. Additional information was received. It was reported that the pump was aspirated and no volume discrepancies were observed. It was also reported that the patient¿s mother reported that what they hear is the oldest (explanted) pump. It was reported that the patient had to be hospitalized because of an increase in spasticity. The physician had to increase 100 microgrammes to their usual dose and didn't decrease yet. It was reported that for now the patient is stabilized. No further complications were reported and/or anticipated.

Manufacturer narrative:
The event was initially reported as an adverse event, however, it should have been reported as a adverse event and product problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.